Event description:
It was reported to manufacturer, by facility (B)(6), per facility they where transferring a resident when one of the lift legs is going too far inward which caused the lift to tip over. Staff member was injured when she tried to prevent the resident from hitting the floor. Resident landed on top of the staff member; and she was taken to the hospital for medical exam. (B)(4).